Event description:
It was reported that the as lvp 20d 3ss cv tubing separated from the tubing port during the infusion and was found on the floor leaking out medicine. The following information was provided by the initial reporter: "primary tubing was connected to patient infusing medication and when nurse walked into the room, the tubing had popped out of the tubing port and was laying on the floor with the medication still indfusinf on the floor. Tried multiple times to reconnect and it kept popping off. New tubing had to be used. No harm to patient other than not getting the medication as ordered."

Manufacturer narrative:
H6: investigation summary: the customer reported that tubing had popped out of the port, and returned the affected sample. The sample was clearly separated at the outlet of the drip chamber and the complaint is verified. Visual inspection under the microscope found the drip chamber inner post to be ripped in half. There is evidence of stress on the post, as if it was pulled apart. The bottom half of the post remained in the tubing. There appears to be solvent at the connection since the bottom half of the post remained attached. The root cause is unknown at this time. A device history record review for model 2426-0007 lot number 20125100 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 21dec2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the as lvp 20d 3ss cv tubing separated from the tubing port during the infusion and was found on the floor leaking out medicine. The following information was provided by the initial reporter: primary tubing was connected to patient infusing medication and when nurse walked into the room, the tubing had popped out of the tubing port and was laying on the floor with the medication still indfusinf on the floor. Tried multiple times to reconnect and it kept popping off. New tubing had to be used. No harm to patient other than not getting the medication as ordered.